Manufacturer narrative:
Updated h9: 2032227-060322-002-c medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Retainer ring = black, on (B)(6) 2021 customer stated that my pump won't go on after he/she jumped in the pool. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads. The unit was received without a battery cap. Unit was received with a critical pump error (open book image) alarm. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image) alarm. No blank display was noted during testing. Attempt to download/upload using crest/thus was successful; however, unable to completely upload the detail trace due to the open book reappearing during upload. No critical pump errors that can cause an open book were found in the long trace or the pump history files. The adapt tool was utilized to search for any pump errors that can trigger a critical pump errors (open book image) that may have occurred in the past. No such triggering pump errors were found. Multiple consecutive occurrences of the error code = 0x00000044j, however, do appear in the bootloader traces. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board; pcba1--j7, j6, bunch of components located at the top of the back side of the board, back of the lcd screen, j2, u1, u2; pcba2--j1, lcd flex cable terminal. In summary, customer allegation for a blank display was not confirmed. Instead an open book appeared. The critical pump error (open book image) alarm and the multiple consecutive occurrences of the error code = 0x00000044 are due to the severe corrosion on the boards.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap were missing or damaged. No harm requiring medical intervention was reported. The device will be returned for analysis.